Event description:
A nurse trainer called to report the customer's pump had frozen screen. It was stated that the buttons on the pump became unresponsive and when the batteries were removed the screen remained on display. With the pump in this condition no insulin will exit and no bolus can be programmed. During the call the contact informed that the customer was under observation. The customer was treated with insulin drip. The customer's bgs were high at the time of the admission. Also it was mentioned that the display has been frozen since the day before the hospitalization. The battery contacts were cleaned. When the new batteries were inserted an error alarm occurred. The alarm was cleared and the pump was completely reset.